Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that the tips of two stardrive matrix screwdrivers shafts were discovered broken during the inspection of equipment. This complaint involves two (2) devices. (B)(4). This report is for a screwdriver.

Manufacturer narrative:
Date device received at manufacture for investigation. A device history record (DHR) review was performed for part # 03.632.072, synthes lot # 6968778, supplier lot # na , release to warehouse date: 11 sep 2012 , manufactured by synthes monument no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. . A product investigation was performed. Service and repair noted that the tip of a t25 screwdriver shaft for matrix - long (03.632.072) was found to be broken during equipment inspection; no patient or surgical involvement. The t25 stardrive shaft for matrix - long (03.632.072) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ (technique addition - final tightening dj6924-a). The returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing segments. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level (03_632_002 revisions a/b) and t25 tip profile (es0675 revision a). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.